Event description:
The customer obtained a higher than expected vitros tsh result for a single patient sample while using the vitros eciq analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No discrepant tsh results were reported from the laboratory to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Any results of evaluation will be provided in a follow up e MDR.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 4. The drain volume 4452ml. The programmed fill volume was 2000ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that she will inform the doctor of the results. The nurse reported that the patient was doing well on the new cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The occurrence date was incorrect in the initial medwatch submission.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4 when the user drained out 4452 ml, which was greater than the largest prescribed fill volume of 2500 ml and met iipv criteria. The cause of the iipv was determined to be insufficient drain, one or more cycles advance to next fill when slow / no flow occurred. Review of the device's previous service record revealed no issues that may have contributed to the difficulties of iipv. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).